Event description:
It was reported that during a stenting treatment procedure, difficulty advancing, difficulty withdrawing and stent dislodgement occurred. The 70% stenosed target lesion was located in the mid left anterior descending coronary artery (lad). The physician reported that this was a "straight forward case" so he attempted to direct stent using a 3.0x32mm taxus liberte monorail stent. A non bsc guide catheter and guide wire were used. Upon the initial attempt advancing the stent delivery system (sds), resistance was encountered in the proximal lad prior to reaching the target lesion. He attempted with withdraw the device, but it would not go back into the guide catheter. He could not get it to move at all. Subsequently, he removed the entire system (sds, guide catheter and guide wire). Resistance was not encountered. However, prior to removing the device from the patient, the stent dislodged in the iliac artery. An attempt was made to retrieve the device with a snare, but was unsuccessful as the stent had embolized to the superficial femoral artery due to the flow of blood. The procedure was aborted and the patient was sent to surgery to remove the stent. They were able to successfully remove the stent and the patient was discharged 1 day later. The patient is stable and scheduled for follow up.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).